Event description:
It was observed during the device inspection, the air/water tube, the air/water cylinder and the distal end of the duodenovideoscope had foreign material, the inside of the light guide lens was stained, and there was a gap between the server plug in and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
Adding additional information to description of event (b5), the device manufacturing date (h4), component code (h6) and medical device problem code (h6). Results of the lm investigation. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There was no report on deformation or breakage of air/water cylinder and air/water tube. There was a risk that simethicone remained in the channel even if the reprocessing was conducted in accordance with instructions for use. Olympus confirmed that the inside of the light guide was stained, it appeared foreign material adhered there, however the foreign material could not be identified. The material adhered to a non-surface part of the device that was not removed by reprocessing, it is possible that physical stress on the device such as hitting or dropping of the distal end may have caused a gap at the light guide lens which led to the stain. Olympus confirmed a gap between the sever plug in and the distal end, but could not determine a definitive root cause, it is possible that physical stress on the device such as hitting or dropping of the distal end may have led to the occurrence of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material can be prevented by handling the device in accordance with the following instructions for use: operation manual: preparation and inspection: inspection of the objective lens cleaning function warning: use sterile water only. The staining of the light guide lens, and the gap between the server plug and distal end may be detectable in accordance with the following IFU: operation manual: preparation and inspection: inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities. The staining of the light guide lens, and the gap between the server plug and distal end may be prevented by handling the device in accordance with the following IFU: the event 3,4, and 5 may be preventable by handling the device in accordance with the following IFU. Operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the air/water cylinder, the air/water tube and the distal end. There were no reports of patient involvement.